Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a black screen with a solid blue alarm indicator light. The bsm was unresponsive to any input from both the touchscreen and the hard buttons. Technical support (ts) had the bme try to reboot the unit, but it was unresponsive to the power button. They unplugged it for 5 minutes, plugged it back in, and it behaved the same once powered on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a black screen with a solid blue alarm indicator light. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had a black screen with a solid blue alarm indicator light. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had a black screen with a solid blue alarm indicator light. The bsm was unresponsive to any input from both the touchscreen and the hard buttons. Technical support (ts) had the bme try to reboot the unit, but it was unresponsive to the power button. They unplugged it for 5 minutes, plugged it back in, and it behaved the same once powered on. No patient harm was reported. Investigation summary: the evaluation and functional testing of the returned device successfully duplicated the reported issue. The root cause of the reported issue is due to the failure of the main board. No further investigation will be performed. There was no patient involvement, no injury, no harm, nor any adverse event, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.